Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on the returned reader and no damage was observed. The returned reader did not power on with button, strip insertion, or with the usb cable. Visual inspection has been performed on the returned usb/charging cable and no issues were observed. The returned reader was sent for further investigation and de-cased. Visual inspection was performed on the de-cased reader's pcba (printed circuit board assembly) and burn marks were observed. Extended investigation has been performed on the returned reader. The reader was able to power on with button and a "pc" message was observed. Further visual inspection was performed on the reader's pcba and damage to component u13 was observed. A thermal camera was used to inspect the reader for hot spots and hot spots were observed on component u2. Unable to download reader's log as the reader was unable to communicate with the computer due to the component u13 damage. The observed damage to the reader's components is consistent with the customer not using the abbott diabetes care provided usb adapter. A power overload can damage components, causing the components to overheat. The amount of voltage/current that caused the damage to the u13 is not possible with the abbott-provided usb adapters. The customer did not return the adapter at this time. The adapter that is provided by adc produces 2.75 watts of power, which is not enough power to produce enough heat to cause the observed damage in returned reader. Therefore, the issue is not confirmed to a use error. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported their abbott diabetes care device has a fast-draining battery. The product was returned and investigated for a fast-draining battery, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.